Event description:
It was reported the patient's stimulation dropped from 1.45 volts to 0.1 volts when the device was interrogated by a clinician or patient programmer. It was also reported the patient experienced less than 50 percent therapy relief. The patient's status was reported as alive with no injury or adverse event. About two weeks later, it was reported no further tests, troubleshooting or reprogramming were performed. It was noted the cause of the event was unknown. The patient was put back on their original settings and the patient was receiving therapy. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).